Event description:
Boston scientific received information that this system exhibited shocking impedance measurements greater than 200 ohms. A revision procedure was performed and this lead and the associated device were removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.